Event description:
The surgeon completed the procedure without issue but after looking through the instruments after the case, I noticed how the tip on the mountaineer minipolyaxial screwdriver ((B)(4) lot# x0208) was twisted. Dr. (B)(6) used the driver throughout the procedure and it worked great. Also, sterile processing pulled out and set aside a custom driver shaft ((B)(4) lot# gm3537601) after the set had been run through the wash and they noticed it had a broken tip. After speaking with the entire cs staff, it is unsure how this happened.

Manufacturer narrative:
The modified qc driver with sleeve (product code: 6983-36-615, lot number: gm3537601) was returned to the complaints handling unit on april 9th, 2015. The modified qc driver featured a broken tip and was submitted for fracture analysis. Optical imaging of the fractured surface of the driver reveals plastic deformation at the hexlobes and torsional shear markings at the center of the part following a circular pattern. This suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root causes for the driver tip breakage and the driver tip becoming twisted/bent cannot be determined from the samples and information provided. The results from fracture analysis have determined that a probable root cause for the modified qc driver tip breakage is quasi-static torsional shear failure. A potential root cause for the mini polyaxial driver tip twisting is that the distal tip may have been subjected to higher than anticipated stress during insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.